Event description:
It was reported that the intellivue mx500 patient monitor fails to alarm audible for bed 217f. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx500 patient monitor loss connection to the piic system. Thus, the alarms that were produced on the mx500 could not be sent to the piic system. The device was not in use on a patient at the time of the event. A philips field service engineer (fse) went to the customer site. The engineer confirmed the connectivity issue. The root cause was determined to be a software issue. The connectivity issue was to be resolved by updating the mx500 to software version n.0. The device issue was resolved by updating the device software to version n.0. No further investigation or action is warranted at this time.